Event description:
The customer reported that the time on her insulin pump was off by 12 hours, which may have caused her low blood glucose. Assisted the customer to set the correct time on the insulin pump. During the call the customer stated that the paramedics were called due to her low blood glucose of 32mg/dl. The paramedics treated her, and the customer's blood glucose at time of the call was 220mg/dl. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.